Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 26 days. The disposition of the device was not provided. Information regarding whether or not the pump was explanted and is available for evaluation has been requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had persistent ventricular arrhythmias, refractory to treatment. Patient had ventricular fibrillation (vf) arrest and was not able to be resuscitated. Patient expired on (B)(6) 2018 due to vf arrest. Pump was not explanted hence will not be returned. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The hm3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The implant kit was shipped with heartmate 3 lvas IFU, document (B)(4), rev. A. This IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file for this event.